Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The device history records for the returned sam 500p device were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed prior to the dispatch of the sam 500p from heartsine technologies, belfast on 23rd of january 2015. On receipt of the device the history and memory logs were downloaded. The history log for this device showed that the pad-pak was first installed on (B)(6) 2015 and showed that it had performed to specification up to (B)(6) 2017. After (B)(6) 2017, the device records three self-test fails during manual power cycles. The device was tested on the calibrated defibrillator and delivered a test shock without fault. The device was then disassembled to investigate. During the investigation, a component was found to have an unstable output which prevented the pad clock from functioning correctly. This would have caused the device service prompt. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
There was no patient involved in this event. Red status indicator.